Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed power loss and low battery alarms due to connector resistance j6 /pcb 1. (B)(4).

Event description:
Information received by medtronic indicated insulin pump received replace battery now alarm. The customer received a low battery alert prior to replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.